Event description:
It was reported that this lead was an attempted implant. During the procedure the impedance was too low (value not reported). The lead was exchanged, and the procedure was successfully completed without adverse effects. It was additionally reported that after repositioning a few times the helix of the lead also no longer extended. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the lead tip/helix appeared normal. The helix was in a retracted position with dried body fluid present in the housing. The dried body fluid prevented testing of the helix mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure the impedance was too low (value not reported). The lead was exchanged, and the procedure was successfully completed without adverse effects. It was additionally reported that after repositioning a few times the helix of the lead also no longer extended. The lead is expected to be returned for analysis.

Event description:
It was reported that this lead was an attempted implant. During the procedure the impedance was too low (value not reported). The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned for analysis.